Manufacturer narrative:
As reported, a bend occurred at the tip of a 5f mynx control vascular closure device (vcd), preventing insertion into the patient's body. Hemostasis was achieved through manual compression, which was applied for twenty (20) minutes. There was no reported patient injury. It was further clarified that the issue was related to the sealant sleeves and not the atraumatic tip. The device was used in a diagnostic procedure using a retrograde approach. The suitability of the femoral artery was verified on angiography, confirming an insertion angle of 30-45 degrees and a vessel diameter greater than 5 mm. The presence of vessel tortuosity and peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site is unknown. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe and the procedural sheath were not received for evaluation, and the stopcock was observed to be in the open position. Additionally, the balloon was found fully deflated. The sealant was found exposed from the sealant sleeves. The device was inspected for damages or anomalies that may have contributed to the reported failure, and frayed/split/torn conditions were observed to the sealant sleeves. A dimensional test was not performed on the returned device due to the frayed/split/torn conditions observed to the sealant outer sleeve assembly. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU), step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was able to be fully depressed, and no issues were noted with respect to button 2, and the balloon was able to be completely withdrawn into the tamp tube. The returned device performed as intended per the mynx control IFU. Visual inspection at high magnification revealed that the sealant was found exposed from the sealant sleeves. The sealant sleeves were observed to be frayed/split/torn. The reported event of ¿sealant sleeves (cartridge assembly)-kinked/bent¿ was not confirmed through analysis of the returned device as there was no kinked/bent condition noted. However, the sealant sleeves were found to be frayed/split/torn, and a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) and/or the condition of the sheath (although not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a bend occurred at the tip of a 5f mynx control vascular closure device (vcd), preventing insertion into the patient's body. Hemostasis was achieved through manual compression, which was applied for twenty (20) minutes. There was no reported patient injury. It was further clarified that the issue was related to the sealant sleeves and not the atraumatic tip. The device was used in a diagnostic procedure using a retrograde approach. The suitability of the femoral artery was verified on angiography, confirming an insertion angle of 30-45 degrees and a vessel diameter greater than 5 mm. The presence of vessel tortuosity and pvd/calcium in the vicinity of the puncture site is unknown. The device was returned for evaluation. Visual inspection at high magnification found the sealant exposed from the sealant sleeves.